Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2023 for transmitter with serial number (B)(6). It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share log was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable because a probable cause could not be determined. No injury or medical intervention was reported.